Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facilities representative reported a intraocular lens (iol) was explanted due to incorrect lens power. Representative indicated the patient reported blurry vision after having the initial lens implant. Additional information was requested.

Manufacturer narrative:
The customer indicated the use of an unspecified cartridge and an unspecified handpiece. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Two viscoelastics were indicated, only one is qualified for this lens with the qualified cartridge combinations. Information was provided on the returned questionnaire that the surgeon does not blame the lens for the events. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).